Event description:
It was reported that during a port removal procedure the distal end of the catheter allegedly detached and migrated into the right ventricle. Reportedly, the catheter fragments were partially identified in the superior vena cava and in the atrium. It was further reported that the port and catheter were removed. There was no reported patient injury post removal procedure.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Therefore, the reported catheter fracture, material separation and migration issues cannot be confirmed. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 05/2015). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a port removal procedure the distal end of the catheter allegedly detached and migrated into the right ventricle. Reportedly, the port and catheter were removed. There was no reported patient injury post removal procedure.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g4 h11: b5, d1, d4(product catalog no, lot number(expiry date:05/2015), UDI) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port removal procedure the distal end of the catheter allegedly detached and migrated into the right ventricle. Reportedly, the catheter fragments were partially identified in the superior vena cava and in the atrium. It was further reported that the port and catheter were removed. There was no reported patient injury post removal procedure.